Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple inappropriate anti-tachycardia pacing (atp) burst and shocks during an atrial fibrillation (af) episode. Technical services (ts) was consulted about the atp cycle length, which was determined to be normal behavior. No additional adverse patient effects were reported. This ICD remains in service.